Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead was dislodged. The device was reprogrammed to right ventricular pacing only. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.